Event description:
It was reported that the patient died on (B)(6) 2011; heart attack was listed as the primary cause of death on the death certificate according to a family member. The family member reported that the patient was found dead at home on (B)(6) 2011. She stated that the medics removed the infusion set from the patient's body when they arrived. The family member reported that the infusion set was connected to the tubing and pump, the gauze adhesive and the cannula were attached to the set, and the end of the cannula looked curved; the tubing had air bubbles in it without signs of leakage. The family member reported that the patient was hospitalized for a blood glucose (bg) elevation of 800mg/dl on (B)(6) 2011. The patient was apparently treated with insulin via syringe. It was determined that the patient may have experienced kidney failure and a slight heart attack around the time of the bg elevation. The family member reported that the patient was not eating well and was transferred to a nursing facility. She stated that the patient was released from the nursing facility on (B)(6) 2011 to home health care. The family member reported that the patient was additionally being treated for an ulcer on the bottom of her foot. The family member reviewed the pump and glucose meter with customer support. She reported the following information: the advanced bolus settings appeared to be correct, the basal segments were correctly programmed, the time and date were correct, and there were no associated alarms in the history. The pump had not been suspended. All bolus and basal insulin was delivered as programmed; no cancelled boluses appeared in the history. The prime history indicated that the patient last changed the infusion set at 10:10pm on (B)(6) 2011; the bg reading on the meter was 337mg/dl at 10:45pm that evening. It appeared that the cannula was properly filled and the pump was primed adequately. According to the meter history the patient's bg was 522mg/dl at 6:02am on (B)(6) 2011. The bolus history showed that the patient programmed and delivered seven boluses on (B)(6) 2011. The meter recorded an additional bg readings with the lowest being 486mg/dl. The patient's last blood glucose (bg) reading was 555mg/dl at 1:35pm on (B)(6) 2011. There was no evidence that the patient changed the infusion set after (B)(6) 2011. Customer support concluded that the review of the pump does not provide evidence of a pump malfunction or defect. This event is being reported because the family member questioned if the pump may have caused or contributed to the patient's death.

Manufacturer narrative:
The pump and remote meter were returned to animas and were evaluated by product analysis on (B)(4) 2012 with the following findings: no defects were found. The pump passed a 29 hour flow accuracy test and was found to be delivering within the required specifications. According to complaint record the date of death was (B)(6) 2011. The last bolus was performed on (B)(6) 2011 at 1:36pm. Pump's final basal delivery occurred at 3:41am on (B)(6) 2011. No alarms outside the range of normal patient use observed in history. Last blood glucose value recorded in meter records is 559 on (B)(6) 2011 at 1:35pm. The history also indicated that current total daily basal deliveries were correct and that bolus deliveries were correctly reflected in the daily insulin delivery totals. The meter downloaded successfully and no defects were found.

Event description:
A family member contacted animas on 10/05/2011 to review the patient's pump for a second time. During the contact, the family member faxed the death certificate to animas and the date of death ((B)(6) 2011) and the cause of death (cardio- respiratory arrest) previously reported were confirmed. He reported that the patient was taken to the hospital in (B)(6) 2011 because she was dehydrated with a possible kidney malfunction. He stated that she was taken off the pump and remained in the intensive care unit for four days on insulin injections. The family member said that she was discharged to a rehabilitation facility and then to home on (B)(6) 2011 at which time she was placed back on the pump by her endocrinologist who stated that the pump was properly functional. The family member reviewed the pump with customer support and reported the following information: the bolus history showed that on (B)(6) 2011, only one bolus of 0.8 units was programmed and delivered; on (B)(6) 2011, 6 boluses were programmed and delivered of which 4 were 0.0 unit boluses; the total amount of bolus delivery on (B)(6) 2011 was 1.75 units; on (B)(6) 2011, there were 7 boluses programmed and delivered appropriately (no 0.0 unit boluses); and on (B)(6) 2011, there were no boluses programmed or delivered. The total daily dose history showed that the pump delivered basal and bolus insulin as programmed. No alarms were recorded during this time period. Customer support concluded that there was no evidence of pump malfunction and the family member concurred. Following this review and conversation, the family member again agreed to return the pump and meter remote for investigation.

Manufacturer narrative:
A family member concurred with customer support that their review of the pump did not suggest a malfunction or defect. However, the pump cannot be definitively ruled out as a cause or contributor to the patient's demise until it is evaluated. The family member agreed to return the pump to animas for investigation. The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. (B)(6).

Manufacturer narrative:
As of 10/19/2011 the devices have not been received for evaluation. When they are returned and investigated, a supplemental report will be submitted with the findings. At this time, no conclusion can be made.